Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The bottom housing, e-seal and hard cannula were inspected during which a dull hard cannula tip was found. The dull hard cannula tip was found to be the cause of the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pod was leaking while worn on the arm for between 5 and 24 hours. The patient's blood glucose rose to 20 mmol/l (360 mg/dl). When the pod was removed, the patient noted bleeding from the insertion site. As treatment, a new pod was applied.